Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 09-jun-2026. The unit came in for user abuse and the complaint was confirmed. The data log shows 256 (two low priority errors happen at the same time) and low 02 that are caused by product manifold leak due to debris inside under check valve and crack feed manifold probable drop unit/high impact.

Event description:
It was reported that the patient's unit had a low oxygen error message and was not producing enough oxygen for the patient following a column replacement. As a result, the patient had to go to the ER and admitted to the hospital. It was also stated that the patient may have been using the unit improperly without columns leading to the hospitalization. This will still be reported as an adverse event out of an abundance of caution as the patient's oxygen needs may have changed over time.